Event description:
It was reported that oversensing by the atrial lead of an asymptomatic patient had resulted in pacing inhibition. Low impedance was also observed. The lead was explanted and replaced. The patient was stable following the procedure and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.